Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the milne 2 main drawer 4.2 experienced multiple cubie failures, and the customer replaced the failed cubies with new ones. The customer stated that there was a delay in patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets on drawer 4-2 row b were failing. A field service engineer (fse) replaced the row board to resolve the issue and also tested in hardware test application (hta). Further the customer was able to recover the drawer. The system functioned as intended after the field service engineer repaired the device.